Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was in the or and the hcp was sent a physician programmer to turn the device off prior to a procedure, but communication could not be established with the physician programmer. It was noted that there were no or lights on and the ultrasound machine was turned off. The hcp ensured the telemetry head was extended and over the device; the telemetry head would occasionally flash green, but change to orange right away. Pressure was applied and the telemetry head was moved around the device, lead was placed around the telemetry head to try and block any interference, but that did not work, and the red emergency stop button was tried with the same result. It was noted that the patient had an aicd implanted and the hcp inquired if that could be the issue; it was reviewed that it was unlikely due to the distance. No patient symptoms were reported. No further complications were reported/anticipated.